Event description:
It was reported that during patient use, the ventilator spontaneously turned off and then rebooted with the message "check settings and check apps". The ventilator then continued to ventilate the patient. There was no patient harm. The reporting hospital will not share patient demographics. A preliminary review of the device logs confirmed a momentary cpu reset, with ventilation recovery occurring within 17 seconds. Ventilation resumed successfully using the previous settings after the momentary system restart. The message ¿unit restarted, check settings, check apps¿ appeared onscreen. By design, audible and visual alarms are annunciated during the momentary system restart.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.